Event description:
It was reported that procedure was cancelled. The eccentric target lesion was located in the moderately calcified femoral artery. A 24 x 3.00 promus premier select was selected for treatment. The promus premier select stent was within the patient at the time the procedure was cancelled for an unknown reason. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. (B5)updated describe event or problem. (H6)device codes updated from adverse event without identified device or use problem a24 to failure to advance a150204.

Event description:
It was reported that procedure was cancelled. The eccentric target lesion was located in the moderately calcified femoral artery. A 24 x 3.00 promus premier select was selected for treatment. The promus premier select stent was within the patient at the time the procedure was cancelled for an unknown reason. No patient complications were reported. It was further reported that the device encountered difficulties in crossing the lesion. The procedure was completed with a non- boston scientific device. No patient complications were reported.